Event description:
It was reported to the manufacturer that while transporting the wireless module batteries, the hospital staff worker accidentally dropped one battery. When the battery made contact with the floor, the battery failed and momentarily produced a flame and emitted smoke. There were no injuries reported in this event. There was no patient involved in this event.

Manufacturer narrative:
The investigation into the failure has shown that the failure of the battery may be delayed. If the failure of the battery were to be delayed, a patient or user could be exposed to the battery failure and the situation could warrant emergent care. A follow-up report will be submitted upon completion of the investigation.